Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that doctor stated he need femoral heads for a hip revision due to a painful hip. Cup that was in was a stryker cup. Doctor removed a 32 ceramic head, but there were no visible indications of size or part numbers. Doctor implanted a 28x1.5 ts ceramic head. This is all the information provided to me from the doctor as well as the hospital. No other information was provided. Original implant date unknown. Doi: unknown; dor: (B)(6) 2019; unknown hip.